Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The model # and serial # were not provided. Since the serial # of the device was not provided, device manufacture date could not be determined.

Event description:
An advocate from (B)(6) reported that the customer's blood glucose readings were not being stored in the memory of the contour xt meter. There was no allegation of an adverse event. The advocate was advised to return the meter for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the contour xt meter (serial (B)(6)) and contour next test strips for evaluation. Upon evaluation, the meter switched on as expected. No anomalies were found in the customer service mode. It was found that the date on the meter was set incorrectly. The returned strips were expired, therefore, in-house contour next test strips were used for testing. During in-house testing, returned meter was tested with the in-house contour next test strips and in-house contour next control solution, which gave satisfactory performance. All readings obtained during in-house testing were properly stored in meter's memory. Since the meter was returned for evaluation, serial # was updated in section d4 and device manufacture date was updated in section h4.